Event description:
The stimulation device was returned to the manufacturer with no additional information. No patient symptoms, treatment or outcome were reported. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
The neurostimulator, extension and lead were returned for analysis. Analysis on the ins revealed - no anomaly found. The analysis on the extension revealed - the extension was functionally ok but stretched. Analysis of the lead revealed - broken conductor wires in the body of the lead (at the twist lock anchor site). The #3 electrode had been pulled out of place into the #2 electrode. Two conductors wires were broken at the anchor site (16.5 cmm from the proximal end of the lead). The conductors were severely stretched and pulled out of the outer insulation at the #3 electrode. The outer insulation was pinched (suspected anchor/site). There was a significant amount of fluid ingress in the lead body and in the boot over the lead/extension junction (no suspected impact on lead performance).